Event description:
Procedure type: lap gastric bypass. According to the rptr: the surgeon did a laparoscopic gastric bypass on a 50 or so yr old woman. The woman was fine post- operative the day of the surgery and the following day. Post-op day 2 the pt was complaining of severe abdominal pain. She was found to have a loop of small intestine stuck in the facial defect of a versastep 5-12mm port which was not closed. The bowel was necrotic and the necrosis spread to more small intestine. The pt coded and passed away in 2008.